Manufacturer narrative:
The reported event was inconclusive. The catheter only was received and was cut into 3 pieces. The sample was evaluated and no pinch or blockage observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with reported event. However, due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that there was blood in the urine so the user requested to have the catheter replaced; however, the catheter balloon was difficult to deflate. Allegedly only 5ml of water could be removed from the balloon. The user was able to remove the catheter by a percutaneous puncture. Per additional information from ibc via email 28dec2018; it is unknown if the presence of blood in the urine has since stopped. There was no further medical intervention required after the catheter was removed and there were no missing pieces to the catheter's balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was blood in the urine so the user requested to have the catheter replaced; however, the catheter balloon was difficult to deflate. Allegedly only 5ml of water could be removed from the balloon. The user was able to remove the catheter by a percutaneous puncture. Per additional information from (B)(6) via email 28dec2018; it is unknown if the presence of blood in the urine has since stopped. There was no further medical intervention required after the catheter was removed and there were no missing pieces to the catheter's balloon.